Manufacturer narrative:
Other relevant device(s) are: (B)(4), expiration date: 14-mar-2020, serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 21-sep-2018. Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) was positioned before it exhibited under-sensing of the r wave. During attempts to reposition the leadless ipg, it was noted that the leadless ipg was pulled to the cup but the sheath was not able to go over the leadless ipg for repositioning. Better sensing of r waves was achieved and the leadless ipg remains in use. No patient complications have been reported as a result of this event.